Event description:
When smart control (complaint product) was taken out of the package, the stent edge (marker part) was prematurely released from the outer sheath. Therefore, another new product (6x80, lot unknown) was opened and the procedure was completed successfully. The complaint product was not clinically used. No product return. The procedure was ppi for right superficial femoral artery with moderate calcification and vessel tortuosity. The rate of stenosis was 99%. The product was stored and handled according to the IFU.

Manufacturer narrative:
When the smart control stent delivery system was taken out of the package, the stent edge (marker part) was prematurely released from the outer sheath. Therefore, another new product was opened and the procedure was completed successfully. The complaint product was not clinically used and will not be returned. The product was stored and handled according to the IFU. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15449385 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.